Event description:
Information received indicates copious amounts of blood spilled into the right head end of the intermediate frame.

Manufacturer narrative:
The technician disassembled the IV pose bumpers, transport handle and load beam to facilitate cleaning and repair the bed.